Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited high capture thresholds and p-wave amp variation. It was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and p-wave amp variation. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was stretched consistent with procedural damage and clogged with blood. Unable to measure the helix extension length due to the damaged helix, as received. The reported events of unacceptable threshold and p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal short. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.